Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, stenosis/restenosis, and myocardial infarction are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately 4 years post xience v stent implantation in the mid circumflex artery, the patient reported chest pain. Electrocardiogram (ECG) reflected a non st segment elevation myocardial infarction, so on (B)(6) 2012, the patient was hospitalized. In-stent restenosis was found and percutaneous coronary intervention was performed . There was no adverse sequela and the event resolved. There was no additional information provided.